Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio determined that the cause of the reported issue was due to the reed switch being stuck in the shorted position. This caused the device to act as if the lid was closed and would not allow functionality of the device. The customer received a replacement device. (B)(4).

Event description:
The customer reported that their device did not have any audio prompts when the lid was opened or the on/off button was pressed. There was no patient use associated with the reported issue.

Manufacturer narrative:
Physio-control has initiated a recall for the reported issue on 05/06/2016. Reference correction/removal reporting number 3015876-05/06/2016-002-c.